Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. In the absence of power switching,the function of the critical battery alarm is to indicate that there is limited battery time remaining on the battery and will require a battery exchange. The redundant power source will continue to supply power to the vad. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was seen in the clinic for a routine follow up and complained of a critical battery alarm and associated pump stop. Log files were sent and six power disconnect alarms were associated with (B)(4). The battery was replaced with no reported consequence or impact to the patient. No further information was provided.

Manufacturer narrative:
Product event summary: the battery was returned for evaluation. The controller was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned battery in relation to the reported event. A review of the battery¿s manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis of the controller in use during the reported event revealed one (1) critical battery alarm on 28/feb/2017 and several power disconnect alarms within the analyzed period involving the battery. These alarms were caused by one of the cells falling below a voltage threshold. Failure analysis of the returned device revealed that the battery passed visual examination. Functional testing revealed that the battery had a faulty weld between one of the cell pairs. In addition, log file analysis revealed a controller power up event on 28/feb/2017, at 16:34:19. Controller data logs prior to and following the controller power up event were not available for analysis. As a result, the batteries involved, time without power, and possible anomalies associated with the recorded controller power up could not be determined. As a result, the reported ¿critical battery alarm,¿ ¿power disconnect alarms¿, and ¿loss of power¿ events were confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. An internal investigation was initiated to capture events involving the controller losing power. The most likely root cause of the critical battery alarm and power disconnect alarms can be attributed to the faulty cell weld. Based on an internal investigation conducted, the root cause of the lifted cell weld can be attributed to terminal welds experiencing added stress as a result of the uncontrolled bending of the tabs and resistance welds occurring on weld free zones. Other devices involved in this event:: heartware ventricular assist system ¿ controller 1.0 controller 1.0 / (B)(4)/ model #: 1403us / expiration date: 30-sep-2017, UDI #: (B)(4). Mfg date: 30-sep-2015, patient code(s): (B)(4), device code(s): (B)(4). This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there were multiple power disconnect alarms. The manufacturer received product performance data and the controller subsequently tested out of specification during manufacturer¿s analysis. The controller remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that there were multiple power disconnect alarms from (B)(6) 2017 to (B)(6) 2017.

Manufacturer narrative:
Correction: b5 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported event of a power disconnect and critical battery alarm were confirmed on the returned battery. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of (B)(4) manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed a critical battery alarm triggered by (B)(4). This critical battery alarm was caused by one of the cells falling below a voltage threshold. Although not related to the reported event devices returned the event log files show an associated controller power up event and motor start event on 16:34:19 to 16:34:24 on the same date of (B)(6) 2017, confirming the reported event of a pump stop. Failure analysis of the returned battery revealed that the device passed visual examination but failed functional testing due to a faulty weld between one of the cell pairs. The most likely root cause can be attribute to a faulty weld. The manufacturer has opened an investigation with the supplier investigating faulty weld. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.